Event description:
A heartstart mrx processor pca was received without any allegation of malfunction or parent device associated therewith. Failure analysis tested the component, which powered up, displaying a cpld error screen. The pca was reflashed successfully and the pca passed all testing. This processor pca had corrupt flash memory (u39/u40). Additional information was requested with respect to the origin device. This processor pca had corrupt flash memory (u39/u40). Additional information was requested with respect to the origin device. No further information is available. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. This cannot be traced to a parent device based on good faith effort request for additional information. The processor pca has been archived and no further evaluation is warranted at this time.